Manufacturer narrative:
A field service engineer (fse) went on-site, replaced reagent probe collar wash vacuum valve and tested.

Event description:
A customer contacted beckman coulter inc. (Bci) stating a reagent probe was leaking on the system while aspirating reagent. No injury was reported.